Manufacturer narrative:
Argus case: (B)(4).

Event description:
Suicide attempt; adverse event. Case description: this case was reported by a other health professional via other manufacturer and described the occurrence of suicide attempt in a (B)(6)-year-old female patient who received denture cleanser ((B)(6) 5 minute polident (enzyme with taed)) tablet for an unknown indication. On an unknown date, the patient started (B)(6) 5 minute polident (enzyme with taed) (oral) at an unknown dose single dose. On an unknown date, an unknown time after starting (B)(6) 5 minute polident (enzyme with taed), the patient experienced suicide attempt (serious criteria gsk medically significant), adverse event and intentional product misuse. The action taken with (B)(6) 5 minute polident (enzyme with taed) was unknown. On an unknown date, the outcome of the suicide attempt, adverse event, and intentional product misuse were unknown. It was unknown if the reporter considered the suicide attempt, and adverse event to be related to (B)(6) 5 minute polident (enzyme with taed). Additional information: on an unknown date, the patient intentionally (suicide attempt) ingested a glass of solution of (B)(6) 5 minute polident (enzyme with taed) orally. She had some symptom(s). No further information is expected.